Manufacturer narrative:
(B)(4). The date was filed incorrectly on the initial medwatch report as (B)(4) 2017, but should have been (B)(4) 2017.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid anterior descending artery. On (B)(6) 2014, the patient presented with paroxysmal chest tightness and shortness of breath of ten years; which worsened two weeks prior to hospitalization. On (B)(6) 2014, coronary angiography was performed and a 2.5x38mm xience prime stents was implanted without issues and the patient was discharged on (B)(6) 2014 with medications. On (B)(6) 2016, the patient was re-hospitalized with chest tightness and shortness of breath. Medications were administered and the patient was discharged on (B)(6) 2016. No additional information was provided.